Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for incomplete sleeve recovery with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced poor sleeve function during use. The following information was provided by the initial reporter: rubber of np point can¿t recovery well. Blood leakage from np point.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced poor sleeve function during use. The following information was provided by the initial reporter: rubber of np point can¿t recovery well. Blood leakage from np point.